Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
Patient monitored in ICU for 10 hours. The pressio2 monitor battery depleted as it was not plugged in. When plugged in, catheter did not read. Monitor flashed, ticked over (made a noise). Tried a new monitor and cables with the catheter. Monitor flashed, would not accept catheter. Catheter was noted as placed correctly via MRI. Explanted.

Event description:
Patient monitored in ICU for 10 hours. The pressio2 monitor battery depleted as it was not plugged in. When plugged in, catheter did not read. Monitor flashed, ticked over (made a noise). Tried a new monitor and cables with the catheter. Monitor flashed, would not accept catheter. Catheter was noted as placed correctly via MRI. Explanted.